Event description:
It was reported by sales rep (B)(6) that allegedly the 8mm flexible tap broke off distally into femur of patient while performing acl reconstruction. Reportedly time was added to surgery to come up with plan as to what needed to take place going forward with procedure.